Event description:
Event description guidant received info that this atrial lead triggered a lead safety switch to occur on the device due to an unk reason. A high impedance measurement cannot be ruled out as the cause. The sensing, threshold and impedance measurements were all good whem rechecked. When checked, the bipolar impedance measurements was 500 ohms. The patient was reported to have had many medical procedures recently.